Event description:
At about 2 weeks from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03-july-2023. Lot 2239487: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 2027-oct-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant. Batch review performed on 03-july-2023 on ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) ot. 2103137. Lot 2103137: (B)(4) items manufactured and released on 28-jun-2021. Expiration date: 2026-jun-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.